Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the manufacturer representative had to do 2 physician mode recharge (pmr) sessions. The patient was currently charging. It was noted that the manufacturer representative was going to clear the power on reset message before sending the patient home. There were no patient symptoms reported. This event was reported to have started in (B)(6) 2016. It was reported that the patient or health care professional (hcp) decided to replace the device due to age. No further complications were reported. Additional information was received from the manufacturer representative. It was reported that the ins was confirmed to be over discharged. Two consecutive trickle charge sessions took place. The battery then began to charge. When it was a quarter charged, they att empted to clear the power on reset (por) without success. The battery still showed discharged on the clinician programmer. They attempted again at a half full charge and the clinician programmer still would not communicate with the battery. The battery was not functioning due to the age of the device. This was communicated to the physician with the plan to replace the battery. No surgery had been scheduled at the time of the report.